Event description:
It was reported that a dexcom g7 sensor became unpaired from the ilet, resulting in a temporary loss of glucose data display on the ilet; after a firmware update, the g7 reconnected and glucose values were viewable again. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or medical care, and no hospitalization. Investigation included technical troubleshooting and user education conducted by support. Investigation of this case revealed that device performance returned to expected function after the firmware update. It was concluded that the event was a pairing failure that resolved with software update and did not result in patient harm.